Event description:
Per report received from foreign MFR: these balloon catheters have both failed at the junction of the pm200 and polymide shaft sections. With the goldie the distal pm 200 portion became separated from the shaft.